Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient presented to clinic with a subsided summit femoral stem that resulted in a total hip revision.

Manufacturer narrative:
Visual examination of the reported devices finds nothing outward to suggest product problem. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. Device history records were requested for lot(s) 363639, 7828301, 370945. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information made available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.